Manufacturer narrative:
Device technical analysis: device analysis of the returned isleeve sheath revealed that the sheath was kinked in numerous locations along the shaft. Two of the three of the seams were completely expanded. One of the seams was starting to expand. The shaft was buckled 8.9cm from the strain relief. The tip was torn on one seam as expected with device usage. There is no indication of device off-label use or failure to follow instructions.

Event description:
It was reported that a dissection occurred. Qualifying conditions: non tortuous with mild to moderate calcification. Implant summary: a 15f isleeve introducer was inserted over a .035" guidewire with minimal resistance. A .035" safari2 guidewire was inserted into the left ventricle. Upon the safari2 guidewire crossing the annulus the patient established heart block and a temporary pacemaker was turned on to manage the patient throughout the duration of the procedure. A lotus edge valve was inserted over the safari2 guidewire. A lotus edge valve was introduced into the an isleeve introducer sheath, approximately 4-5cm into the isleeve the lotus edge valve met a lot of resistance. Upon multiple attempts to push the lotus edge valve forward through the isleeve it continued to meet resistance. The lotus edge valve was then removed from the isleeve introducer. The lotus edge valve distal segment and nosecone were inspected and confirmed to have no damage. The isleeve introducer was flushed and purged, then was reinserted into the isleeve. A heavy push was used to insert lotus edge valve through the isleeve. The lotus edge valve was advanced to the native aortic annulus and was successfully deployed with a very good result. Upon removal, the lotus edge valve delivery system nosecone was pulled successfully inside of the isleeve tip, however it became stuck inside of the distal segment of the isleeve. Following a few unsuccessful attempts to pull the delivery system out through the isleeve, it was decided to remove the delivery system and isleeve together. It was noted that there was a dissection in the external iliac artery to the common femoral artery area. A peripheral procedure was performed with three covered stents and balloon catheters. A surgical cutdown procedure for the arteriotomy and a vascular graft was performed to complete the procedure. A permanent pacemaker was inserted following the peripheral procedure. The physician reported one day later that the patient did well and was stable.

Event description:
It was reported that a dissection occurred. Qualifying conditions: non tortuous with mild to moderate calcification. Implant summary: a 15f isleeve introducer was inserted over a .035" guidewire with minimal resistance. A .035" safari2 guidewire was inserted into the left ventricle. Upon the safari2 guidewire crossing the annulus the patient established heart block and a temporary pacemaker was turned on to manage the patient throughout the duration of the procedure. A lotus edge valve was inserted over the safari2 guidewire. A lotus edge valve was introduced into the an isleeve introducer sheath, approximately 4-5cm into the isleeve the lotus edge valve met a lot of resistance. Upon multiple attempts to push the lotus edge valve forward through the isleeve it continued to meet resistance. The lotus edge valve was then removed from the isleeve introducer. The lotus edge valve distal segment and nosecone were inspected and confirmed to have no damage. The isleeve introducer was flushed and purged, then was reinserted into the isleeve. A heavy push was used to insert lotus edge valve through the isleeve. The lotus edge valve was advanced to the native aortic annulus and was successfully deployed with a very good result. Upon removal, the lotus edge valve delivery system nosecone was pulled successfully inside of the isleeve tip, however it became stuck inside of the distal segment of the isleeve. Following a few unsuccessful attempts to pull the delivery system out through the isleeve, it was decided to remove the delivery system and isleeve together. It was noted that there was a dissection in the external iliac artery to the common femoral artery area. A peripheral procedure was performed with three covered stents and balloon catheters. A surgical cutdown procedure for the arteriotomy and a vascular graft was performed to complete the procedure. A permanent pacemaker was inserted following the peripheral procedure. The physician reported one day later that the patient did well and was stable.